Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice for low blood glucose levels. The first event was on (B)(6) 2011 with a blood glucose reading of 30 mg/dl. The second event was on (B)(6) 2011 with a blood glucose reading of 14 mg/dl. No troubleshooting was done as the customer was not available at the time of the call. Nothing further was reported.